Event description:
It was reported that three days post implant; the patient came to the emergency room with a heart rate in the 30's and random pacer spikes were reported on telemetry. An x-ray was taken and noted to look unchanged from post implant. However; lead perforation through the rv (right ventricle) as confirmed by the associated physician using fluoroscopy. It was also noted that rv loss of capture was suspected following a remote monitor transmission. Interrogation of the device showed no capture at maximum output, no r-waves detected with bipolar sensing, and undersensing. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).